Event description:
A male patient was enrolled in the study in 2006 with 2-vessel disease. The main indication for the procedure was an acute myocardial infarction. The target lesion was a native, de novo, non-ostial, totally occluded, smooth, readily accessible, concentric, type b2 distal circumflex. The reference vessel diameter was 2.5mm and the lesion length was 10mm. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 2.5 x 15mm balloon at 10 atm and a 2.75 x 18mm cypher select stent was electively implanted at 14 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 5%. Post-procedure (6-24 hours) peak ck and peak ck-mb were greater than or equal to five times above the upper normal level. Post-procedure (24 hours-discharge) peak ck was three times above the upper normal level and peak ck-mb was two times above the upper normal level. In 2007, the patient had a staged procedure to treat the 75% stenosed mid left anterior descending. Post-procedure stenosis was 5%. It was reported that the patient had focal restenosis in the circumflex lesion.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.